Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -17.00/+3.00/x094. Device evaluated by manufacturer?: no - icl remains implanted.(B)(4). Conclusions code(s): conclusion- conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -17.00/+3.00/x094 diopter implantable collamer lens in the patient's right eye on (B)(6) 2015. After implantation, refractive surprise was noted. The icl remains implanted. Last office visit on (B)(6) 2015, bcva: 20/20, ucva: 20/30. See MFR. Report #2023826-2016-00091 for left eye.

Manufacturer narrative:
(B)(4).